Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.